Event description:
Additional info provided by the reporting surgeon indicates that he believes the reported hazy/cloudy intraocular lens (iol) and the pt's blurred vision were caused by postoperative inflammation and diabetic retinopathy.

Manufacturer narrative:
Additional information: crystals found in the solution used to return the intraocular lens were tested using sem/meds and determined to be sodium chloride.

Event description:
A surgeon reports that the intraocular lens appeared hazy/cloudy during examination. The lens was removed and replaced in 2005. Additional information has been requested.